Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20/-30.

Event description:
The customer observed a false positive architect I cov2 igm result for one patient. The following data was provided (reference range: >/= 1.00 index (s/c) is positive): on (B)(6) 2020 sid (B)(6) initial result = 2.82 s/co, repeat on vector best method = 0.86906 (cutoff = 1, units of measure not provided). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 21404fn00 did not show any potential non-conformances, or deviations. In-house sensitivity and specificity testing for reagent lot 21404fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The customer observed a positive result discrepant against another method (vector best) for a patient sample when testing was performed with architect sars-cov-2 igm, lot 21404fn00. In this case, no specific patient history was provided for the patient or information on pcr testing or days since symptoms onset. While there is a difference between the 2 methods regarding qualitative reactivity the comparator method (vector best) is still an elevated value close to the cutoff, therefore the patient could be a positive subject. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Based on the investigation architect sars-cov-2 igm reagent lot 21404fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.